Event description:
It was reported that the device was explanted after an implant duration of approximately 0.2 months, due to unknown reasons. No further details were provided.

Event description:
It was reported that "the inserts slipped out of the clamp, causing the clamp to come off the vessel, and they had difficulty finding the inserts in a patient's chest". No patient injury was reported..

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
On (B) (6) 2009, a doctor reported that a dental implant was removed about 2 months after placement, due to an overloaded situation.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.